Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was unresponsive during ventilation. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing was not able to replicate the report that the device was unresponsive. Review of the device data logs found occurrences of system fault (sf197, sf180) error messages indicating the flow sensor was stuck and a battery charger fault respectively and revealed the device failure to complete its internal self-test. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the system fault 197 and the device failure to complete its internal self-test were most likely due to contamination of the device pneumatic block. The pneumatic block was replaced to address this issue. It was determined that system fault 180 was due to device operation in a temperature outside of the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was unresponsive during ventilation. There was no patient injury reported as a result of this incident.